Event description:
A report was received that the patient¿s ipg site was not healing properly. The patient underwent a revision procedure wherein the ipg was removed to allow the ipg site to heal. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.